Event description:
It was reported that the user dropped the ilet pump, resulting in a cracked screen, and immediately reverted to a previous pump while replacement was arranged. Symptoms included no reported glycemic issues. Outcomes included no need for medical intervention and continued diabetes management on an alternate pump. Investigation included complaint intake, troubleshooting, and education on replacement and device handling. Investigation of this device revealed physical damage to the display component consistent with accidental impact, with no indication of device malfunction prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device performance.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.